Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the surgeon tried to perform firing, the reload did not fire. A new reload was used to complete the procedure. The event occurred during the procedure, but the product was not used for patient. There was no patient injury.